Event description:
It was reported that during an aneurysm stenting treatment procedure, a balloon rupture occurred. The physician was attempting to post-dilate a stent that had been placed in the abdominal aortic artery to treat an aneurysm with the equalizer balloon catheter. During the second inflation, the equalizer balloon ruptured at an unknown pressure. The device was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).